Event description:
The product was being used in a revascularization procedure of the fibular artery together with a glidecath catheter. The coils at the top of the wire were noted to be unwrapped at some point during the procedure. During withdrawal of the guidewire, approx 1 cm of the unwrapped portion of the wire tip broke off and stayed within the glidecath catheter. The catheter was removed from the pt with the broken segment of the wire still within it. There were no reported adverse effects to the pt. Additional pt and procedure-related info had been requested, but is not available. The product has been returned for eval and testing. However, the engineering eval has not been completed.